Event description:
Related manufacturer reference number: 2017865-2021-38830. It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead had noise issues. The right atrial (ra) lead had noise, under-sensing, p wave amplitude variation, and episodes of automatic mode switch. The noise was not reproducible with isometrics. Programming changes were made for the rv lead but not for the ra lead. The patient was stable and will continue to be monitored.